Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5 mg/ml of morphine at an unknown dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient had swelling at the abdomen site. X-ray, ultrasound, and needle aspiration at the site confirmed a fluid filled pocket. It was reported that the patient had a csf leak. The patient's abdomen was surgically opened at the pump implant site. It was found that the patient's sutureless connector was slightly dislodged, but still connected to the pump. The connector was pushed back on, twisted, and pulled to verify that it was fully seated. The remaining catheter in the pocket was fully inspected for leaks and nothing abnormal was found. The patient's incision was closed. No environmental/external/patient factors that might have led or contributed to the issue were noted. The issue was considered resolved at the time of the event. The patient's status was reported as "alive-no injury". No further complications were reported. Additional information was received from a manufacturer's representative (rep). The rep reported that the physician believed they did not fully seat the connector on the pump. Also it was reported at the time of the event the patient had saline in the pump and not morphine. No further complications were anticipated/reported.